Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: evaluation on going at manufacturing site.

Event description:
Country of complaint: (B)(6). The surgeon had two eviscerations in two weeks on cesarean sections. Several attempts to obtain more info regarding the two surgeries as they could be incidents have been made, however, no further info has been received and no samples will be available.